Event description:
Kimberly-clark, corporation received notice in june, 2003 alleging that in 2003 the patient experienced a fever and vomited, then a day later experienced a rash. Two days later the patient was taken to hospital for treatment. The patient was released from the hospital five days later. Three days later, the patient's blood pressure dropped and patient returned to the hospital. The patient reported that the skin on the hands and feet began to peel. The patient reportedly was diagnosed with toxic shock syndrome. The patient alleged using kotex security tampons.